Event description:
While using a byte night aligners, patient reported that their three lower teeth located just to the right of the center needs more movement. They also have experienced chipping on upper and lower teeth. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.